Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger has been completed. The reported problem was reproduced. The charger was defective when evaluated. The power cord connector was defective. The power connector was loose at the base. The connector was repaired. The battery charger was retested and restocked. The root cause of the defective power cord connector is unknown but is likely due to mismatch of the power cord connector with the base station. No adverse event resulted from the damaged battery charger. The patient received a replacement battery charger.

Event description:
The wife of a male patient contacted lifecor customer support to report that the battery packs were not charging in the battery charger. She stated that when a battery pack is placed in a battery charger, no light illuminate on the charger case. Support sent the patient a replacement battery charger.